Manufacturer narrative:
F3 - address 1:(B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An esophageal stent was placed in the patient's esophagus to block the esophageal fistula. Three months later, the stent migration and became embedded in the fistula. The stent was removed by user facility with unknown date. Updated info. On (B)(6) 2025 the patient underwent placement of a fully covered esophageal stent for esophageal fistula on (B)(6) 2025. On (B)(6), the patient returned to the hospital for a follow-up examination. Endoscopy revealed a large amount of granulation tissue around the stent, with the edges of the stent partially embedded in the granulation tissue. An attempt was made to grasp the circumferential suture at the distal end of the stent with forceps and contract it, but the traction suture suddenly ruptured. After stent removed, firstly treating ulcers. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 3 months after implantation patient went to hospital for inspection. What was the target location? Esophagus did the patient exhibit difficult anatomy ?no. If altered please indicate the procedure type (e.g., cholodochjejunostomy) n/a were any other defects (other than the complaint issue) observed on the device (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) not answered were alternative methods of treatment such as chemotherapy and radiation used after stent placement? No.

Manufacturer narrative:
F3 - address 1: (B)(6). F3 - address 2: (B)(6). Device evaluation: the evo-fc-20-25-8-e device of lot number c2249519 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2249519 a review of the manufacturing records of lot number c2249519 did reveal a discrepancy which was one non-conformance due to the cannula moving after being glued. This would not have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use (ifu0061), which informs the user of the following potential adverse events "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel ¿ bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumor or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor overgrowth, vomiting." It should be noted that the instructions for use (ifu0061) lists ¿stent migration" as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was returned for evaluation. There is no indication that the stent did not perform adequately. The degree of ingrowth is more depending on patient pathology and physiology. In this case, the ingrowth was extensive enough to result in significant resistance to stent collapse causing the circumferential suture to rupture during the retrieval. Fortunately, the physician was still able to retrieve the stent in its entirety. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to tissue ingrowth into the stent over time this could have been potentially caused to disease progression or patients pre existing condition. As per the instructions for use, stent migration is listed as a known potential adverse event following the placement of the device confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file captures x 01 case of stent migration. Complaint is confirmed based on customer and/or rep testimony. According to the initial report, the patients experienced stent migration. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 18 sep 2025.